Event description:
New information received indicates that programming changes were made. The patient was okay afterwards.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, episodes of oversensing due to myopotential oversensing was observed. Programming changes were recommended.